Manufacturer narrative:
Correction: on initial MDR the product code of 2981 was an error. It should have been 2588 on the original MDR. A sample was not received at the manufacturing site for evaluation for the report of loading error; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, an instrument slid onto the lens, no harm to the patient.additional information was requested